Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in the distal left anterior descending artery. A 16 x 2.25mm promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that stent struts were lifted upon withdrawing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus premier ous mr 2.25 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that a stent struts on distal stent strut row 1 were pulled in a distal direction. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in the distal left anterior descending artery. A 16 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that stent struts were lifted upon withdrawing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.